Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month follow-up CT showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone, placing the sealing ring in a location outside the treatment range for the implanted stent graft. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.